Manufacturer narrative:
Analysis of the pump did not identify an anomaly.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
A representative later reported that when they were prepping the pump prior to implant, they had lost pressure and it would not fill with drug.

Manufacturer narrative:
The initial reporter was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that there was intraoperative difficulty with filling the implantable infusion pump on (B)(6) 2015. When the scrub technician tried to pull volume back, there wasn't any negative pressure, and the volume easily backfilled. The reservoir pressure did not appear to be normal. The pump needed to be warmed while filling. The pump was not filled with drug. Only water and saline were used. The issues with refilling and aspirating were noted during the preparation procedure. The pump was not implanted. No patient adverse event was reported.